Event description:
Information was received indicating that during pre-use check the connector to a smiths medical level 1® hotline® disposable was reported to be damaged. The product was not used. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one level 1 hotline disposable was returned for investigation in used condition. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. A broken luer and connector reflux was observed. The customer reported product problem was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.